Event description:
The facility's safety director reported that the following was relayed to her: a colleague triple channel volumetric infusion pump automatically ejected the intravenous (IV) tubing and the blue clamp on the tubing was not closed, creating a free-flow event. The safety director said that this free-flow event occurred during patient infusion in the critical care area of the hospital. The safety director also stated that the pump was continuously running and all channels were in use when the entire pump shut down. She stated that the pump was loaded properly, the blue clamp was closed, and the tubing was not being unloaded. Although the safety director stated there was no injury to the patient, she indicated that the impact on the patient was a drop in blood pressure when the pump stopped infusing and an alarm went off. The patient's nurse had to run into the room and disconnect the tubing from this pump and switch to a different pump. The patient then regained blood pressure as infusion was restarted on a new pump. The pump involved in this incident was then taken out of service. The facility's service unit is holding the pump; however, the facility has not found anything wrong with the pump. The facility is requesting an on-site inspection of the pump by baxter. All of the details on the patient involved and what was being infused was not available to the safety director at the time of the initial notification to product surveillance. The safety director did state that there was an internal incident report completed and she would try to supply this at a later date. She also stated that the event log has been downloaded and the facility has this with the pump that is waiting baxter's inspection. The safety director also indicated that the tubing that was used has been discarded and cannot be inspected. The safety director said that there are two pumps involved with the same failure on two different days so they need to know what the problem is as these pumps are used in the critical care are with critical patients. Although several attempts have been made by baxter to obtain additional information and to discuss the on-site evaluation requested, no additional information could be obtained regarding this event as of yet.

Manufacturer narrative:
As the facility has requested that the device be evaluated on-site, a follow-up report will be submitted upon completion of the evaluation, or if any additional information becomes available.